Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We , therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 375 mg/dl and the second time admission was 300 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was released and re-admitted currently still in the hospital. Customer was wearing the pump at time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.